Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer¿s blood glucose (bg) displayed "high" on the continuous glucose monitor with dry mouth and frequent urination. Elevated bg was addressed via manual insulin injection. Customer loaded a new cartridge to resolve the issue.